Event description:
Blood products leaked on IV tubing set causing employee's direct contact exposure to patient's blood. It is a recurring issue with this product: bd insyte autoguard bc winged shielded IV catheter (lot#3340237) and bd maxzero pressure rated extension set, IV connector. (Lot# (10)23109101). Reference report: mw5152236.